Event description:
Surgeon fired the gia across the duodenum 1 cm distal to the pylorus. Misfired and cut the tissue without stapling and caused bleeding and had to be oversewn. Dates of use: 2009. Diagnosis: anastomosis of duodenum.